Manufacturer narrative:
Analysis confirmed the reported event; software could not be updated via universal serial bus (usb). Analysis also found the programmer had excessive corrosion inside main case; evidence of liquid ingress and corrosion on the link electronic module (lem) printed circuit board assembly and lower case half. Hinge plate screws were missing and the display would not stay at set angle. It was noted the power cord bay was broken.

Event description:
It was reported the programmer will not upload software and gives an error: "media error. Cannot access external media. Retry or cancel software installation. Consult user manual." The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.